Event description:
It was reported that while in use an 840 ventilator had a compressor inoperative, the ventilator was replaced, there was no harm to the patient. The service engineer repaired the unit and ran est, sst, electrical safety and meet manufacture¿s specifications at the time of service.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use, an 840 ventilator had an inoperative compressor. The patient was transferred to another ventilator and there was no harm to the patient. A service engineer (se) inspected the device and found the compressor circuit breaker open. The se reset the circuit breaker to resolve the issue. The unit passed testing and operated within the manufacturing specifications.